Manufacturer narrative:
Exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patients ipg was difficult to be charged and stay charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.